Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The patient that had been implanted for non-malignant pain and failed back syndrome reported experiencing overstimulation. The stimulator had reportedly been removed prior to (B)(6) 2009, but the exact date was not known. The stimulator was removed because it never worked to cover the pain and aggravated the patient's condition. Several reprogramming attempts were made, but the patient could not stand the constant stimulation and was hurting the whole time. The health care provider (hcp) later stated that they had no record of the procedure. A supplemental report will be submitted if additional information is received.